Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The iesu was analyzed, and the error was confirmed in the log. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without any issues. However, a review of the internal error log showed error c-00.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, error c-33 occurred on the integrated electrosurgical unit (iesu) and was not resolved. The site started the procedure with an external generator. The customer reported event has no report of patient injury.